Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code y426h. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was confirmed. Additional information was requested and the following was obtained: what was the size of the needle used? Please refer to the product code. Was the needle piece retrieved during the same procedure? The needle tail was found and removed during surgery. X-ray was used to looking for the needle tip, but could find it and it's unknown where it is now. What was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? The needle tail was found and removed during surgery. X-ray was used to looking for the needle tip, but could find it and it's unknown where it is now. Was additional dissection required in other organs/tissues other than the target tissue? Unk. Are there plans to remove the retained needle tip? Unk. Were there any patient consequences? Unk.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was the needle piece retrieved during the same procedure? What was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? Was additional dissection required in other organs/tissues other than the target tissue? Are there plans to remove the retained needle tip? Where there any patient consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified

Event description:
It was reported that a patient underwent a laparoscopic ovarian cyst resection procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle tip and needle tail broke when sewing the skin. The needle tail was found and removed during surgery. X-ray was used to looking for the needle tip but could find it and it's unknown where it is now. The patient is stable now. No adverse patient consequences were reported. Additional information was requested.